Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's belt clip broke. Customer's blood glucose level was 51 mg/dl. The customer ate to increase their blood glucose level. The device was not returned.